Event description:
The customer reported the haptic of the +18.5 diopter cc4204a collamer single piece lens was torn during loading, however, the damage was not discovered until the lens was advancing towards the eye. There was patient contact but the lens was not implanted. No patient injury. The reporter stated the event was the result of a loading error.

Manufacturer narrative:
Pt weight: unknown. Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Implant and explant dates: n/a. (B)(4). Results: visual inspection of the returned lens confirmed the haptic was torn off and missing. (B)(4).